Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. No additional information was available.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. No additional information was available. Additional information was received that (dbs) patient underwent an explant procedure due to battery has reached end of life. No adverse patient effects were reported. The device location is unknown despite good faith efforts.